Event description:
Caller reported a malfunction on the pump, identified as malf 9, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, and the malfunction code did not recur; the customer was advised to continue using the pump and to report if any further issues arise.